Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument hinge was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument was found to have a bent grip tang near the base of the grip tip. This causes entrapment of the tissue. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. Additional observation(s) not reported by site: the instrument was found to have damaged conductor wire insulation at the force amp pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found the bent grip tang contributed to the failure. The probable root cause of the damaged insulation of the instrument¿s bipolar conductor wire is attributed to mechanical impacts, such as accidental drops or collisions with other instruments or hard surfaces during handling or use.